Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the whisper guide wire was advanced and used to treat the left anterior descending artery (lad) and circumflex (cx) areas with multiple unspecified balloons and stents. A third lesion in the obtuse marginal was also going to be wired with the whisper guide wire. A torque device was attached to the whisper guide wire; however, the green coating was noted to be flaking at the proximal part of the guide wire, outside the anatomy. There had been no resistance noted with either the torque device or any of the devices used in the case. The procedure was concluded at that point. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.